Manufacturer narrative:
H3) medtronic representative went to site and performed a system checkout. Hardware parts were replaced and the system passed checkout. D10, h2) the following components of the system have been returned to medtronic for analysis: product ID: bi40000019r; s/n #: (B)(6) product ID: bi71000366; s/n #: n/a product ID: bi30000277; s/n #: n/a product ID: bi40000019; s/n #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 correction: product ID: bi40000019r; s/n #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The collimator bi40000019 2-axis with ladder ((B)(4)) was returned for analysis. Analysis confirmed the reported complaint of an error initializing collimator message. The collimator was installed in a known good system and the system did not initialize. Visual inspection confirmed loose screws. (B)(4). The cable assy bi30000277 collimator xyz was returned for analysis. Analysis found no fault with the returned collimator cable xyz. (B)(4). The kit svc bi71000366 cblasy colimrtry(B)(4) was returned for analysis. Analysis found no fault with the returned collimator cable xyz. Evaluation codes that apply to this analysis: (B)(4). The collimator bi40000019r rwk (B)(4) was returned for analysis. Analysis found no fault with the returned collimator. The collimator was installed in a known good system and the system initialized and motion, generator, communication, and charging readied. The motion calibration was successful and 2d and 3d images were successful. Visual inspection confirm missing shipping brackets. Evaluation codes that apply to this analysis: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000019, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system had an ¿error initializing collimator¿ message on it. There was no patient involved in this event.